Event description:
Consumer claims they were using the toothbrush and a section of the bristles came out of the brush head but they did not swallow them.

Manufacturer narrative:
Manufacture date updated because product was returned.